Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was over 600 mg/dl. Customer treated with injection of 25 units and drank water. Customer also received insulin flow blocked alarm. Customer is reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing the complete set change. The insulin pump will not be returned for analysis.